Event description:
It was reported a pericardial effusion (pe) occurred. During a left atrial appendage (laa) closure procedure, a versacross connect (vcc) for laac kit was selected for use. The physician used the watchman fxd double curve access system (was) with the vcc dilator over the radiofrequency (rf) pigtail wire for transseptal puncture (tsp). The tsp was performed successfully at an inferior/anterior location on the septum. A non-boston scientific (bsc) pigtail catheter was placed across into the laa. The physician was having difficulty to cross the septum with the was under intracardiac echocardiography (ice) guidance and requested for transesophageal echocardiogram (tee) guidance. The physician was then able to cross the sheath and at this time, it was noted that the patient blood pressure dropped. The tee operator assessed for effusion which was noticed post sheath crossing. The physician decided to abort the procedure and removed the was and non-bsc pigtail catheter. An approximate of 350ml of blood was removed and a pericardial drain was placed. The patient was stable at end of procedure and was taken to intensive care for observation.